Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for evaluation. The reported balloon rupture and failure to deploy could not be tested; however, the balloon was found to be separated from the outer member at the proximal seal. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Updated case details: it was reported that the procedure was to treat a lesion located in an unspecified vessel. The 2.5x18mm implant delivery catheter was advanced without resistance and positioned at the lesion. An attempt was made to inflate the balloon to deploy the implant; however, the balloon did not inflate at all and leakage of contrast media was observed. The implant was not deployed. Another device was implanted to complete the procedure. The final patient outcome was good. No resistance was felt during removal of the sheaths during prep. There was no reported adverse patient effects or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of a 2.5x18mm implant delivery system, the balloon ruptured. No additional information was provided.